Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.29v, and the daily measurement taken the same day was 2.88v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that the battery measurement was low in the office, going from 2.44 v to 2.29 v in the office. Save-to-disk review found the voltage at 2.88 v. The device remains in use. No patient complications have been reported as a result of this event.